Manufacturer narrative:
One used list #ch2000s-c, spinning spiros® closed male luer, red cap (lot # unknown), one used bd alaris pump set, one bag spike with chemolock port, and one new bd alaris pump infusion set were received and visually inspected. As received, the male luer collar of the used alaris pump set was able to back off the female luer threads of the spiros. However, the luers still remained engaged. The spin feature of the spiros was activated and spinning freely as received. The body of the spiros did not exhibit any cracks. The spiros was leak tested and leakage occurred from the area of the o-ring/poppet interface. The reported complaint can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review (DHR) could not be completed since no lot number was provided.

Manufacturer narrative:
The device has been returned for evaluation. Evaluation is pending.

Event description:
The event involved a spinning spiros® closed male luer, red cap where the spiros was reported to be leaking from the housing when using doxorubicin with an unspecified bd syringe. There was patient involvement, no adverse event reported.